Event description:
It was reported that the pt was admitted in 1996 for lumbar decompression and fusion/iliac crest bone graft for spinal stenosis. Post-operatively they had several days of elevated temperatures. "No specific source was found for this." They had some mild serous drinage from their dressing and were treated with antibiotics. 35cc of liquified hematoma was aspirated. They were afebrile at discharge 7 days later. Wound culture reported no growth after five days. The following month they were readmitted with a diagnosis of spinal wound infection and underwent irrigation and debridement. Pt was discharged 5 days later with a drain and home health IV antibiotic therapy. Reportedly, during initial surgery, a necrotic muscle was debrided.